Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the planned treatment/non-emergency treatment was aborted (including delay >20 minutes or discontinued) and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not emit x-ray. The review of system log files showed ips phase fault. Upon troubleshooting, the fse ran filament test which showed the result failed. The fse determined that the cause of the malfunction was due to ips certeray. To resolve the issue, the fse replaced the ips certeray. The defective ips certeray was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. Following replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.